Event description:
It was reported that a dexcom g7 sensor paired with the ilet bionic pancreas displayed a brief sensor issue resulting in temporary signal loss to the ilet, and the user was advised that the sensor may self-correct over the next few hours. Symptoms included no reported clinical effects. Outcomes included no impact on activities of daily living and no need for medical intervention. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed intermittent sensor communication disruption consistent with a temporary sensor malfunction. It was concluded that the device function was temporarily compromised due to transient signal or sensor performance issues without patient harm.